Event description:
Event description boston scientific crm received information that at one day post-implant, this right ventricular lead microdislodged resulting in increased thresholds and impedances of 960 ohms. The patient was also noted to have regurgitation. In a lead revision, the lead was explanted and replaced with a new lead. No adverse patient effects were reported.